Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat crease and an opening on the valve. A leak test and microscopic analysis were performed which identified a crack opening and a striated opening. Based on the device analysis, the final assessment is a cracked valve seat of the diaphragm valve, and a striated opening assessed as surgical damage, consistent with the use of a surgical tool.

Event description:
Healthcare professional additionally reported "hole on valve side". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿right side deflation¿. Device remains implanted. .